Event description:
Medtronic (covidien) received information from literature review that serious adverse events below occur during a study of using flow-diverting stents in the repair of 25 aneurysms for which stent-assisted embolization had failed: (1) one patient with a right ophthalmic aneurysm developed a carotid-cavernous fistula and an oculomotor nerve palsy within 24 h of ped deployment. This was immediately embolized with liquid embolic agent and the patient's symptoms resolved. (2) over 2 months after ped placement, a patient who was non-compliant with clopidogrel use, with a large left posterior communicating artery aneurysm (12mmx19mm), developed mild right-sided weakness and numbness, which resolved after restarting an appropriate antiplatelet agent regimen. (3) at 12-month follow-up, one patient had raymond class iii aneurysm occlusion. This patient who had a giant right cavernous fusiform aneurysm demonstrated that the ped was not completely apposed proximally against the vessel wall, resulting in an endoleak. This patient had required balloon angioplasty of a narrowed ped segment at the time of initial re-treatment. Citation: heiferman dm, billingsley jt, kasliwal mk, et al. Use of flow-diverting stents as salvage treatment following failed stent-assisted embolization of intracranial aneurysms.j neurointerv surg. 2015 jun 3. Pii: neurintsurg-2015-011672.

Manufacturer narrative:
Article website; http://jnis.bmj.com/content/early/2015/06/03/neurintsurg-2015-011672.long. Off label use: pipeline embolization device (ped) is contraindicated in patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location. In this study, the ped was used in an off-label manner in patients with pre-existing nitinol self-expanding stents. Off label use; ped is contraindicated in patients in whom dual antiplatelet therapy (aspirin and clopidogrel) is contraindicated. The lot history record reviews were not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patients; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Device malfunction event from the same article was reported in MDR MFR# 2029214-2015-00731. (B)(4).